Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue between their ultrabag and transfer set. This occurred during the first exchange of peritoneal dialysis therapy. Upon completion of therapy, the connection between the bag and the transfer set could not be disconnected as the dark blue area of the transfer set came out together. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information provided: this was a report of a connection issue in a transfer set. The device was received for evaluation. Internal and external inspection was performed and no issues were noted. A leak test, clear passage test, clamp function test and integrity of seal surface test were performed and no issues were noted. A short simulated therapy was successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.